Event description:
The clinic reported that a laser vision correction patient presented with loose epithelial and rough flap edge in right eye one day post enhancement. A flap lift and rinse was performed. It was stated that the patient complained of burning, tearing, discomfort in right eye since the enhancement and reported that is not going away. No loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
Correction as the account reported that the date the flap lift and rinse was performed was (B)(6) 2014. Placeholder.

Manufacturer narrative:
(B)(4). (Loose epithelial and rough flap edge). The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.